Event description:
It was reported by the patient that the patient was not feeling well and had shortness of breath when walking across the room or down the driveway. It was also reported by the patient that the device's upper rate was adjusted as well as rate response. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.